Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. A device history record (DHR) review could not be conducted as the sterile lot number was not provided.

Event description:
It was reported that tips of the avanti sheath didn't appear to be taper and are having a lot of issues as far as coming apart distant on the canulation face. There are no patient injuries. Physician is having to use 2 or 3 sheaths on this case. They are not having the same problems with the 7f.

Manufacturer narrative:
It was reported that the tips of the avanti sheath introducer didn¿t appear to taper and the user is having a lot of issues distal tip separations from the cannula. There were no patient injuries reported. Physician is having to use 2 or 3 sheaths in one case. They are not having the same problems with the 7f. Attempts to gather further information were unsuccessful. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion or withdrawal of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.